Manufacturer narrative:
(B)(4). Device not being returned to the (B)(4) site. The pump was serviced by the field service engineer and no problem was found with the pump. The pump passed functional checkup. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will continue to be monitored.

Event description:
It was reported via a hot line call that the registered nurse (rn) was calling to discuss a single drain failure alarm. She has reset the alarm prior to calling. The clinical support specialist (css) explained to the rn what the drain task is and how it is performed. The css then told her that if the pump continues to alarm every 20 minutes, it could be a valve issue and the pump would need to be sent to biomed. The css and rn then discussed the patient's status. The css and rn also reviewed how to exchange the pump for another console should the alarm continue. It did recur at the 20 minute interval while on the phone. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required. Difficulty encountered: during therapy. Additional information received: the pump was switched out. Field service engineer could not confirm the complaint. Completed drain task at 80bpm (heartrate) and at 115. Blocked drain and got drain valve failure (normal). Removed block and got 2 more completed drain task with printed strips. Performed functional checks-passed all.

Manufacturer narrative:
(B)(4). Device not being returned to the (B)(4) site. The device was evaluated by a field service engineer. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It was reported via a hot line call that the registered nurse (rn) was calling to discuss a single drain failure alarm. She has reset the alarm prior to calling. The clinical support specialist (css) explained to the rn what the drain task is and how it is performed. The css then told her that if the pump continues to alarm every 20 minutes, it could be a valve issue and the pump would need to be sent to biomed. The css and rn then discussed the patient's status. The css and rn also reviewed how to exchange the pump for another console should the alarm continue. It did recur at the 20 minute interval while on the phone. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required. Difficulty encountered: during therapy. Additional information received: the pump was switched out. Field service engineer could not confirm the complaint. Completed drain task at 80bpm (heartrate) and at 115. Blocked drain and got drain valve failure (normal). Removed block and got 2 more completed drain task with printed strips. Performed functional checks-passed all.